Event description:
It was reported that during preventive maintenance (pm), it was noted that the device experienced power issues. Further investigation revealed that the second relay mirror (srm) and debris shield optic needed to be replaced and all four brick readings read above 100 and showed low power output. There was no patient involved in this event.